Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and was unable to replicate the reported issue. The system functioned normally during testing. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a procedure, the imaging system lost communication with the navigation system several times, and a final confirmation spin could not be acquired. The surgeon opted to complete the procedure without the use of the imaging system. The procedure was completed successfully without the use of the system and the patient was not impacted. The length of delay to the procedure was not provided.